Event description:
It was reported that the system had been removed due to a staph infection. Placement of a new system in 2008, would be considered. Additional information has been requested from the physician.